Manufacturer narrative:
The sample was received and evaluated. Visual examination revealed a cut to the body of the cuff. Mfg has concluded that this type of damage is not related to the mfg process. If damage of this magnitude was present at time of mfg, it would have been detected during the 100% inflate/deflate test and removed from the lot. This type of damage can be indicative of the cuff coming in contact with a sharp object or anatomical anomalies of the pt's airway such as sharp edges of cartilage. It was noted that the user performed pre-inflation testing of the cuff to ensure the cuff holds air, and continued then to insert in the pt which may suggest that damage occurred during use and handling.

Event description:
The caller stated that they had a tracheostomy tube with a leak, and that the spot where the leak was, could not be identified. The tube was in use between 1.5 and 2 hours. The issue required recannulation that was not a part of routine trach changing. The caller stated the cuffs are pre-tested, and the cuff on the failed trach was inflated with 12 cc s air.